Event description:
It was reported that during a right ventricular lead revision the physician had problems tightening the setscrew of pulse generator. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.